Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. Through follow up with the surgeon, it was learned that the patient had pneumonia and passed away due to "pneumonia s/p stroke". It is unknown if the death was device related. The device was not explanted.